Event description:
A few months ago the stryker rep for the hospital told the or staff they could extend the life of their stryker electric handpiece (system 4/system 5) battery packs/batteries by flash sterilizing them instead of using the hydrogen peroxide sterilizer. Following this change in process, when batteries were sent back to stryker for replacement, stryker began reporting to us that our battery packs were found to have water in them.as a test, we flashed a battery pack and then placed it in the hydrogen peroxide sterilizer and the load failed, indicating there was moisture in the load. We then opened the battery pack and found not only moisture, but also extensive corrosion of the battery. We opened several other battery packs and also found extensive corrosion of the batteries as well.